Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The reported problem occurred during a gastroscopy procedure. Due to the reported problem associated with the suspect device and because a replacement device was not available, the procedure could not be completed. The patient remained under sedation for a longer period of time while attempting to resolve the reported problem. The intended procedure could not be completed and the patient had to repeat laxative preparation for a future appointment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the faulty video socket cannot be identified. However, it is likely that wear and tear of the device contributed to the event. Further inspection findings are as follows: loosened connector plug; two cable harnesses were found to be outdated and must be replaced; the pump system has start-up difficulties under pressure; a software upgrade to version 3.10 must be carried out. No images available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem; the cause was assigned to a defective video socket. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error appeared. There was no patient injury, associated with the problem, reported to olympus.